Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high pacing threshold. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high pacing threshold. The rv lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the rv lead was surgically abandoned. No additional adverse patient effects were reported.